Event description:
A patient reports that this model of prosthesis was implanted in 2010. He states that he has attended all annual check-ups and everything was fine, including in 2025. In may, while getting up from a chair, he heard a ¿crack¿ and was unable to walk. He went to the emergency room and was told that it was lower back pain. As it did not subside, he went to the orthopedic surgeon who previously operated on him and ordered an x-ray of his hip and a CT scan of his lower back. The x-rays showed an image of the neck of the stem bent, and he was told that it was broken. He was sent for a 3d CT scan, and the results confirmed the same thing. Now he has to have another private operation to have it replaced.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.